Event description:
As reported by the legal brief, on (B)(6) 2013, patient underwent bilateral total knee replacement surgeries. During the surgery, patient's surgeon replaced both knees with optetrak logic knees, including optetrak logic tibial inserts. In (B)(6) 2022, after experiencing knee and leg pain that necessitated frequent rest, ice, and use of a cane, patient received a letter from her surgeon advising her that her exactech knee replacements had been recalled. In (B)(6) 2022, patient's right knee pain became considerably worse, as she was unable to take more than a couple of steps without sharp, shooting pain. She required a walker to take even a few short steps. Patient¿s pain progressed to where she was no longer able to drive, do tasks around the house, or work at the business she owns. Indeed, patient¿s family hired caregivers had to provide round the clock care. Patient consulted with an orthopedic surgeon in (B)(6) 2022. X-rays performed as a part of patient¿s evaluation of her right knee revealed a large area of bone loss (osteolysis) underneath the tibial tray of her optetrak logic knee and potential osteolysis in the femur as well. Given her pain and the surgeon¿s findings, patient decided to have a revision surgery to remove the optetrak logic knee and replace it with another device. On (B)(6) 2022, patient underwent a revision surgery of her right knee. During the procedure, patient¿s surgeon found significant amounts of osteolysis to both patient¿s femur and tibia and extensive synovitis (inflammation of the connective tissue that lines the joint). Indeed, the surgeon had to remove all of the soft tissue that was inside the area with bone loss. The surgeon also noted that the exactech polyethylene liner showed ¿extensive wear.¿ due to the amount of bone and tissue loss that patient sustained, her recovery has been very slow. As of the date of this complaint, she remains in a full leg brace and unable to walk without a walker. She is still unable to drive and largely has been confined to her house.

Manufacturer narrative:
Concomitant products: logic femoral ps cem right sz 4 (cat# 02-010-01-0340 (B)(4)); lgc tibial fit tray cem sz 4f / 3t (cat# 02-012-45-4030 (B)(4)); three peg patella 32mm (cat# 200-02-32 (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the implants and the bones which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.